Manufacturer narrative:
The complaint device is not being returned therefore not available for a physical evaluation. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. This complaint cannot be confirmed. A review into the depuy synthes mitek complaints system revealed no other complaints of any kind for the serial number of this device. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep that the customer's fms vue remote control stopped working during a shoulder scope. The case was completed with another like device. There were no patient consequences or delays. The sales rep was not present during the case and could not provide any more details. The device was discarded.